Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio then removed the analog pcb assembly for further examination. Physio determined that the cause of the reported issue was a broken solder joint on an integrated circuit (ic) chip, designator u1. The broken solder joint was the result of the improper routing of the ferrite bead on the therapy harness assembly during the manufacturing process. The customer was provided with a replacement device. (B)(4).

Event description:
The customer contacted physio-control to report that their device had a service wrench present on the readiness display. There was no patient use associated with the reported event. Upon evaluation of the customer's device, physio confirmed the presence of the service wrench and observed that initially the energy output of the device was reduced (164.5 joules delivered when 200 joules had been selected), however, during subsequent testing no energy was able to be delivered.